Event description:
It was reported that the customer was still experiencing bent cannulas and no delivery alarms even after speaking with the helpline previously. Customer spoke to her educator about it and her educator recommended she switch to (B)(4). Customer is going to start using (B)(4) to see if it helps. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).